Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The investigation was unable to determine a definitive cause for the reported difficulty to remove the gripper line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the lock line was difficult to remove during deployment which may lead to breakage and a portion of the lock line left in the patient anatomy and/or the need for intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve leaflets. During deployment, the gripper and lock line were tested. After 40 cm of the lock line was retracted, the line became stuck. Troubleshooting steps were performed and after a few minutes, it was removed successfully. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.